Manufacturer narrative:
Plant investigation: out of box (hd or pd devices) was "confirmed" with testing. Blank screen was "confirmed" with testing. Alarm (unknown) was "not confirmed" with testing. Unknown alarm was determined to be unexpected pga reset using cycler alarm data. This may have been related to the inverter failure for when it shorted the voltage spiked. Exterior inspection revealed no other discrepancies. Display testing - failed - found heat damage to inverter boards t1. Step up transformer had heat damage to center of the piece. Display was completely blank and did not light up at all. Internal inspection revealed no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis nurse reported to technical support that during training of a peritoneal dialysis patient on a liberty select cycler, the cycler turned off during dwell 1 and after powering back on the display screen remained blank. The cycler also alarmed. The cycler was replaced. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications and treatment was completed on a back-up cycler.